Event description:
The pt called lfs alleging that their one touch ultrasmart meter was reading inaccurately low. Senior medical affairs specialist spoke with the pt in 2004 to obtain additional info. The pt reported obtaining low readings, such as in the 50-mg/dl-range for approximately 1 week. Due to the low results they were eating, drinking, taking glucose tablets, and cutting down their insulin dosage. They reported having dry mouth sensation, frequent urination, and feeling thirsty throughout the time of concern. They reported their back-up meter reading very high and "hi." They kept testing on the reported meter during the time of concern. A staff member at the residence pt was residing took pt to the ER, where they were treated with insulin, fluids, and placed on a caloric diet for a blood glucose level over 600 mg/dl. They were treated for high blood glucose levels for 4 days and a std for the last 2 days of their hospitalization. The customer service rep confirmed that the test strips were not expired, stored improperly, opened longer than the discard date. The calibration code was set correctly, the test strips were in good condition, and they never performed qc tests. The customer service rep was unable to perform the further troubleshooting since they did not have control solution. Pt's meter, test strips, and control solution were replaced. Info to suggest that the meter contributed to the serious injury. They had been administering self-treatment based on the meter readings, while they had been hyperglycemic. This complaint is being reported as an adverse event.